Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and itchy rash under the therapy pads of the lifevest equipment. It was reported that the patient had a nickel allergy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised patient to change their garments daily due to the skin irritation. Outcome of the irritation is unknown.